Manufacturer narrative:
This report is submitted on january 31, 2023.

Event description:
Per the clinic, the patient experienced swelling and seroma around the implant site and subsequently the patient underwent aspiration of seroma procedure (date not reported). The patient also experienced recurrent seroma and underwent aspiration of seroma procedure (date not reported) for the second time. It was also reported that, the patient experienced necrosis and infection at the implant site (date not reported). Subsequently, the patient underwent skin flap revision surgery (date not reported) and was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
It was reported that the receiver/stimulator was extruded, resulting in the device being explanted on (B)(6) 2023. This report is submitted on march 07, 2023.